Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg had an increased recharge burden, and eventually the ipg was unable to accept recharge. Subsequently, patient lost stimulation and ipg was deemed inoperable. Surgical intervention may be pending to address the issue.